Event description:
In 2007, the customer reported to bsc that during a stent placement procedure on a male patient, the resolution clip was being used as a placement marker, however, the clip would not advance out of the sheath. This report represents the first of 2 devices which malfunctioned. The third and fourth clip placement was successful. Shortly after the third and fourth clips were placed, however, the patient began to vomit blood. The patient subsequently died (unk time between the hemoptysis and the patient's expiration). According to the physician, "the cause of death was due to an esophageal aortic fistula"; it was "not related to the device's performance." Multiple request for autopsy results from the customer were to no avail.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. A review of the device history record revealed no anomalies associated with this incident. A lot history search was performed and found one other unrelated complaint had been reported for a different failure mode (premature deployment in sheath). In addition, the 2007 15-month complaint trend report was reviewed; an unfavorable trend was noted. No data points exceed the bsc trigger action limit. Two consecutive months of increasing number of complaints is identified as an unfavorable trend. Fifty five complaints for this product family were reported in 2006, 61 were reported in 2007 and 74 complaints were reported in 2007. Due to the low number of increased complaints (a total increase of 19 complaints), the low magnitude of the number complaints, and the low clinical severity of the failure modes, no specific action is warranted at this time. Please note associated medwatch report 6000048-2007-00104.